Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as raw and bleeding skin under the electrodes where the sensors are sticking and pulling the skin off. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.